Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing was slit leaked. The following information was provided by the initial reporter: it was reported by the customer that infusion set had a large slit in the tubing and leaked.

Manufacturer narrative:
H6: investigation: a complaint of tubing on a set having a slit was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. A slit was found near the end of the set. The manufacturing plant was notified of the defect. A device history record review for model 11532269 lot number 21016014 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation was performed by the manufacturing site and it was concluded that the defect was at the component level. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #21016014 regarding item 11532269. The investigation concluded that the defect was not related to the tijuana manufacturing process, but to the raw material.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing was slit leaked. The following information was provided by the initial reporter: it was reported by the customer that infusion set had a large slit in the tubing and leaked.